Event description:
See also manufacturer report# 6000153-2008-03706. It was reported that during a transurethral needle ablation of the prostate two different prostiva devices malfunctioned and the procedure could not be completed. Further info could not be obtained by the time of this report.